Manufacturer narrative:
Customer does not wish to return unit for investigation. The service history was reviewed and found there was no previous complaints or services done for this unit.

Event description:
Caller stated in 2008, pt was hooked up to npb290 pulse oximeter unit and was responsive at 0230. At 0300, the pt was discovered unresponsive. Pulse-ox was not heard audibly in the room or outside the room. CPR was initiated, resuscitative efforts were successful and pt was sent to stac (acute hosp). Resident coded en route to hosp and expired. Pulse ox was tested and possible audibility issue after the alarm silence mode resets itself. Caller stated the cable connected to the npb290 unit was an mc-10 and a con-med sensor was used on the big toe. Caller states that she tested the monitor by hooking the sensor up to herself and disconnecting the sensor. The unit alarmed and the caller silenced the alarm. Reconnected the probe to herself and re-enabled the alarm but the sensor never acquired a pulse and the display showed dashes and no alarm.